Event description:
There was an allegation of a questionable potassium electrode result for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 6.03 mmol/l. The customer questioned the result as it did not match the patient's result history. The sample was repeated twice and the results were 5.48 mmol/l and 6.25 mmol/l. The sample was also repeated on another analyzer and the result was 6.2 mmol/l. The result of 6.2 mmol/l was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.